Event description:
This rv lead was implanted on (B)(6)2011. A call to technical services on 1/3/11 states that rep is reviewing several nonsustained episodes with noise on rv egm. Patient pacer dependent. Pacing inhibition but less than 1 second for longest. Thought that it was the first time they had seen this so they sent patient home and patient is coming back on thursday. They saw 2 egms stored in device. Possible on shock egm and ra but not on lv. Rep working with health care provider (B)(6). Confirmed noise on rv and possibly shock egm. Discussed also possible far-field oversensing of rv on ra but appropriately blanked and not oversensed. Discussed that it looks like very variable r-waves, with some extremely low. Discussed possible issues when r-waves less than 5mv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).